Manufacturer narrative:
Method: device evaluation anticipated, but not yet begun. Conclusion: device evaluation anticipated, but not yet begun. Additional manufacturer narrative: the device was handed to our sales rep by the hospital pathology lab during a site visit. No initial information was provided only that the pathology lab had been holding the device for return. The pathology report was included in the packaging with the valve but was inaccessible. The device was received on 01/17/2011 by our facility and was unpacked for decontamination. It was, at that time, when we learned the patient details, approximate length of implant and reason for explant. The device is currently in process for evaluation. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Investigation is on-going.

Manufacturer narrative:
Evaluation summary: as received, the valve exhibits host tissue overgrowth that curled the free margin of leaflet 2 and fused it to the cusp area at the outflow aspect, thus leading to incomplete coaptation. The current position of the leaflet 2 free margin is 3mm lower than the other leaflets. Moderate host tissue overgrowth at the outflow aspect encroached onto the tissue and into the orifice at the greatest point by approximately 6mm. At the tissue inflow, host tissue overgrowth encroached into the orifice by 2mm. Host tissue is moderate at the stent inflow and the stent outflow. Calcification is detected in leaflet 2, minimal in the cusp area and minimal to moderate in the free margin. The x-ray demonstrates calcification. The valve was examined visually and with a light microscope. Method: x-ray. Additional manufacturer narrative: host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue in-growth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification.

Event description:
Reportedly, the device was explanted after an implant duration of approximately 8 years, 5 months (101 months) due to mitral regurgitation.

Event description:
The pathology report diagnosis provided on (B)(6) 2011 states: artificial tissue valve with peripheral attached tissue with fibrosis and focal chronic inflammation. Gross examination includes: gray-white tissue was present on the periphery and the leaflets were yellow-tan and mobile. Per the operative report provided on (B)(6) 2011: a degenerating pericardial valve was found with shortened leaflets. You could see between all the leaflets and it was taking on a fair amount of lipid, and had a bit of stiffness. [The surgeon] did not see any calcium."